Event description:
Pt with scoliosis was implanted with rods, screws and locking caps at t2-l4 in (B) (6) 2008. Pt complained of pain and x-rays taken in (B) (6) 2009 showed the right side inferior construct right l4 screw had slipped slightly with minimum correction lost. Surgeon noted no issues with the left side. Pt returned for a follow up visit in (B) (6) 2009 and x-rays showed the left l4 screw completely disengaged from the rod and the left l3 screw slipped. The rod broke in between the right l2 screw and right l3 screw. Pt returned for another follow up in (B) (6) 2009 with less pain, and loss of correction. Surgeon removed the hardware and revised the pt in (B) (6) 2010. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.